Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on an unknown date. According to the complainant, during the procedure, the physician accidentally inserted the endoscope into the trachea instead of the esophagus. When the physician removed the scope from the trachea, the ligator head got caught on the vocal cords and detached into the airway. The physician successfully retrieved the ligating unit from the patient¿s airway with the use of grasping forceps. The banding procedure was not completed due to this incident and the patient was brought into surgery to treat the esophageal varices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.